Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was an alert for high right ventricular lead impedance. The alarm was "turned off," the lead was removed, and no patient complications have been reported as a result of this event.